Event description:
Additional information was reported, indicating that this product returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead impedances measured greater than 2000 ohms. The right atrial (ra) and rv lead were found to have been crushed, as the patient is a body builder. The lv lead was out of range, due to the lv lead pacing configuration being set to the lv ring to the rv lead. The ra and rv leads were removed and replaced. The patient experienced no additional adverse patient effects. This product has not been returned. This report will be updated, should additional information be received.